Event description:
It was reported that about six months prior to report the implantable neurostimulator was "leaking internally in the battery" and the patient had to "charge it more often".

Event description:
It was reported that about six months prior to report the "battery was leaking internally" and was the reason for shortened recharge intervals.

Manufacturer narrative:
Product ID: 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID: 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID: 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).